Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose level was 2.4 mmol/l at the time of incident. Customer reported that the insulin pump received open book image. Customer stated insulin pump had arrow. The insulin pump will not be returned for analysis.